Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated three (3) times and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. Deformation was found on the right wing of the trigger button. The right trigger button wing and housing likely had unintended interference. A review of the risk analysis identified ¿left housing not correctly assembled onto right housing¿ as a potential failure mode. The resulting failure effects are ¿trigger inoperable¿ and ¿inability to implant;¿ however, the device was found to have actuated all positions and deployed all stents. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon had intraoperative difficulty placing the first stent properly into the trabecular meshwork (tm)- described as "the stent did not get stuck in the tm". Moreover, the report claims that the second stent came out of the injector "broken", and the broken stent was completely aspirated intraoperatively. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (device fracture/stent fracture) was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).